Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 456 mg/dl and current blood glucose was also same. Customer stated that, he changed the line and its still high. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer reported that, the bolus history displays all bolus entries based on their recollection. The troubleshooting was stopped. The device is not expected to be returned for analysis.